Manufacturer narrative:
Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 361877, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that following an implant procedure the patient developed a spinal epidural hematoma and experienced paraplegia. The patients wound was oozy. The patient underwent an explant procedure and was doing well postoperatively.